Manufacturer narrative:
The customer reports that the cns (central nurse's station) has been experiencing signal loss on all monitored tiles on multiple occasions. Customer was advised to switch out the network cable or to switch the port that the cns is connected to. Removing the network cable or rebooting the cns resolves the issue temporarily. All other cns are functioning without issue. The cns has been switched out with a spare working cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reports that the cns (central nurse's station) has been experiencing signal loss on all monitored tiles on multiple occasions.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central nurse's station) has been experiencing signal loss on all monitored tiles on multiple occasions. Customer was advised to switch out the network cable or to switch the port that the cns is connected to. Removing the network cable or rebooting the cns resolves the issue temporarily. All other cns are functioning without issue. The cns has been switched out with a spare working cns. The device was not sent in for evaluation as the customer said that the problem is not persisting any more. They changed out the switched not the cns and the issue went away. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.